Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Device presented with an error message of possible output circuit damage. Low hv impedance was observed from last delivered therapy. It was noted that the lead may be damaged. Lead was capped.